Event description:
A patient reported they were unable to test because their one touch ultra meter allegedly would only prompt "error 2" messages. There was no result on their meter. There were no results from any other sources. No treatment. No further information has been reported.